Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge fse that encountered the issue, tightened the right angle fitting on the helium regulator and the problem was corrected. The fse then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a repair service performed by a getinge field service engineer (fse) on the cardiosave intra-aortic balloon pump (iabp), the fse found that the iabp had a "helium leak" of 42 psi in 5minutes. There was no patient involvement, and no adverse event reported.